Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced erosion. The device was explanted and replaced. The physician stated that they would be moving the superficial tubing. No further patient complications were reported.